Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery using a proglide device via an 8f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was difficult to insert, kinking occurred and it felt like "the proglide has a step in the shaft¿. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. Difficult to insert into the anatomy and the feeling of a step in the shaft could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.